Manufacturer narrative:
B5: describe event or problem - additional information. H2: type of follow up-additional information. H6: adverse event problem - additional information. A4: - additional information.

Event description:
Subsequent to the initial MDR, additional information has been received.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a receiver reinitialization occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.